Event description:
It was reported that the pt's healthcare provider (hcp) stated that a security wand turned the pt's pump off. The pt stated that following this event, a leg affected by a previous stroke would not stay on the ground but would "lift up". The pt also stated that the first time the pump was to be refilled, the pt's hcp could not find the refill port as the pump was "upside down". The pt then had a revision performed where the pump was sewed into the pocket. No info was provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details, pt symptoms or outcome were provided. Additional info was requested, but not received at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).